Event description:
While surgeon was using the ligasure during diagnostic laparoscopy for bilateral salpingectomy, it worked in sealing the left fallopian tube, but when they were about to use it on the right fallopian tube, it did not work and broke apart. A new one was opened and the defective ligasure was sequestered and given to the material coordinator.